Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device was removed from service after showing an error after a defibrillation during a cardiac arrest which did not affect patient care.